Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise frequently, the explant and replacement procedure was performed successfully. An insulation anomaly was noted. The patient was stable post procedure. No additional information was available.